Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer inquired about the threshold suspend feature on their insulin pump. The customer stated the alarm was activated on their insulin pump the day prior. Customer's blood glucose was 75 mg/dl. Customer declined to troubleshoot for their low blood glucose. No additional information provided